Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed on formed needle and bottom housing that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod between 36 and 48 hours. Patient stated bg levels remained high despite delivering multiple boluses. Bruising at the infusion site (leg) was also reported. As treatment, a manual injection of insulin was delivered.